Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2 information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece. It was reported that the tip of the handpiece began to arch, spark, and produce a visible flame during a pacemaker procedure. It was noted that there was no patient injury or adverse event and the procedure was completed with another cautery tool. The settings were cut 7 and coag 7.